Event description:
On (B)(6) 2010, a (B)(6) male patient underwent aaa repair. The patient's right access route was 6.5mm but the patient's anatomical form was suitable for endovascular repair and the procedure was performed as labeled. The procedure consisted of placement of a zenith main body graft, two zenith iliac leg grafts. The final angiography revealed endoleak and the physician suspected that they are type iii from both right and left junction, he performed a kissing ballooning but the leak remained. Then he suspected the leak was a proximal type I endoleak, so he additionally placed a body extension, but it was not gone completely. Thus he determined it was type IV and took wait-and-see approach. The patient's condition is unknown as not provided by reporter.

Manufacturer narrative:
(B)(4): unk as not provided by reporter. (B)(4): endoleaks are labeled in the IFU. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, the importance of an accurate deployment. Without additional information or imaging it is difficult to determine the origin of the endoleak. The complaint correspondence indicates that the physician determined that the endoleak was type IV. Details of the event are unknown, but it is reasonable to suggest that the type IV would be resolved after heparin neutralization. As with all endoleaks, it is important that the treating physician follow the patient's endoleak appropriately, and provide further treatment if the physician feels the patient is at risk of ongoing sac pressurization, aneurysm growth, and possible rupture. At this time there is no indication that a design or process induced failure of the device resulted in the reported event. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints.